Event description:
It was reported that the patient was experiencing pain at the implant site of the implantable cardioverter defibrillator (ICD). The pocket was revised during a routine change out of the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).